Event description:
It was reported that three weeks after a gastric band was implanted, there was an alleged port reaction which caused inflammation and then infection. The device was explanted and replaced with a lap band from a competitor.

Manufacturer narrative:
D4; h4, 6: information not available, device not returned for analysis.